Event description:
On (B)(6) 2026, it was reported that when the patient was inserting the device one night, they noticed a clicking sound and later discovered a split near the molars. The band broke during the night, and the patient woke with cheek irritation shortly afterward. The device was delivered to the patient on (B)(6) 2025. The patient first used the device on (B)(6) 2025. The incident took place; the patient reported the issue and stopped using the device on (B)(6) 2026. No permanent injuries were reported.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak: case (B)(4). Manufacturer reference #: (B)(4).